Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen by the physician and complained of feeling tired. The physician used a stethoscope to listen to the heart beat and the patient's rhythm was 41 bpm. There was no electrical anomaly or noise noted on the most recent transmission from (B)(6) 2016. Hysteresis was off, as was rest rate. The patient will be further evaluated by interrogation of the device. No further information was available at this time.